Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that the patient was placed in intensified follow-up due to high out of range amplitudes, oversensing and noise seen on the right ventricular lead with pacing inhibition resulting in >2 seconds of asystole. The system remains in use at this time and the patient will continue to be monitored. No further adverse patient effects were reported. The investigation is on-going. This report will be updated upon receipt of additional details.